Event description:
The following has been reported: on the first day of reliability life test the unit was cleaned and then put into a transportation simulator fixture. During the transportation simulation, the unit experienced a tubing set problem alarm. After the alarm the unit would no longer recognize the admin sets used for testing (set-0032). A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor) an active infusion was unknown. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for investigation. The described failed set ID behavior was confirmed. Set ID addr2 maps to pin 115 of j1, so a nonconductive probe was used to apply pressure to the topside of the pin. When pressure was applied to the pin, all four leds on the set ID module began transmitting. When pressure was removed, the 2nd and 3rd led stop transmitting. The root cause of this failure is a poor solder connection between pin 115 of j1 and the main board.